Event description:
The patient reported increased pressure in their lower back as well as migraines. However, the patient was unsure if they were related to the curonix device. The patient has had several unsuccessful nerve ablation procedures including one on (B)(6) 2025. Additionally, the patient was implanted in the past with a non-curonix trial neuromodulator to treat the feeling of pressure which was also unsuccessful. As of (B)(6) 2026, the plan is to continue to monitor, change the programs on the transmitter assembly as needed, and follow patient progress. The patient has a follow up appointment with another provider for a second opinion and is still using the device in shorter periods of time. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the neurostimulator too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out. Additionally, the patient having contraindicating conditions, severe force being applied to the implant, using incorrect tools, improper surgical technique, and excessive force during the implant procedure have been ruled out. However, non-compliance to the IFU was identified as the patient was not implanted with a curonix trial device. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8, "the system is implanted only following a successful trial period with the freedom 8a/4a trial lead." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the increased pressure and migraines are unknown. Although the cause of the increased pressure and migraines are unknown, non-compliance to the IFU was identified as the patient was not implanted with a curonix trial device (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.